Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for 3 seconds. Furthermore, a pinhole was noted at the center of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.